Manufacturer narrative:
Date of birth: patient was born in the year of (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 16 synergy drug-eluting stent was selected for use. However, stent was not properly placed on the ring and during procedure the stent got twisted on the wire. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
A2 - date of birth: patient was born in the year of 1962. Device evaluated by MFR.: synergy ii us mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 16 synergy drug-eluting stent was selected for use. However, stent was not properly placed on the ring and during procedure the stent got twisted on the wire. The procedure was completed with another of same device. There were no patient complications nor injuries reported.